Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Suction pressure failed. Lipoaspirate leaked onto foam prior to the drawer being pulled. Surgeon made many attempts to use viality and eventually had to retreat to old containment method. Product was discarded.